Event description:
External ventricular drain tubing exchange by dr., neurosurgical resident, due to defective external ventricular drain tubing set discovered to be leaking at the leur lock sites near the increased intracranial pressure transducer of the external ventricular drain tubing set.